Event description:
It was reported that patients stimulator keeps turning off at random without any notice. It was also mentioned that patient feels a burning sensation at the pocket site. It was also noted that patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed and did not reveal any anomalies on the visual examination. However, it would not charge despite multiple attempts, and communication could not be established when attempted with a known good remote control (rc) and clinical programmer (cp). Therefore, the data logs could not be retrieved, and no functional testing could be performed. With all the available information, boston scientific concludes that the stimulator turning off at random moments was confirmed. The application-specific integrated circuit (asic) chip was damaged and the excessive current draw from the damaged asic resulted in the reported difficulty charging and communicating with the ipg.

Event description:
It was reported that patients stimulator keeps turning off at random without any notice. It was also mentioned that patient feels a burning sensation at the pocket site. It was also noted that patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Sc-1232, (sn (B)(6)). The returned ipg was analyzed and did not reveal any anomalies on the visual examination. In addition, the internal electrical measurements revealed an excessive sleep current and a low impedance on the vh node, which confirms that the application-specific integrated circuit (asic) chip is damaged. Although, it was reported that no electrocautery was used during the explant procedure. This type of damage is typically caused by the ipg or lead exposure to high voltage/high current transients.

Event description:
It was reported that patients stimulator keeps turning off at random without any notice. It was also mentioned that patient feels a burning sensation at the pocket site. It was also noted that patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively.